Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd protector p14 leaked. The following information was provided by the initial reporter: "material no: 515100, batch no: 2005107. It was reported that there is leakage with irinotecan, velcade and zepzelca. Event description per attached email states: would you be able to provide material and lot number(s)? P55 lot number 2004131 and p14 lot number2005107. What are the date(s) of events when leakage occurred? There were several dates. The zepzelca happened on (B)(6) 2020. I do not have dates for the others. Did protector have any noticeable damage prior to use? No. Do you have picture(s) of the affected samples? No. I will be sure to get pictures for any future instances."

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2005107, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Three retained samples of the same lot were used for additional evaluation. The product was evaluated and no damage or defects were observed on the product. The protectors were successfully connected to the vials using the m12 assembly fixture. Functional testing was performed, connecting the injector and syringe to the protector according to the instructions for use. In all cases liquid was able to be drawn from the vial without issue and no leak between the protector and vial was identified. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that bd protector p14 leaked. The following information was provided by the initial reporter: "material no: 515100 batch no: 2005107. It was reported that there is leakage with irinotecan, velcade and zepzelca. Event description per email states: would you be able to provide material and lot number(s)? P55 lot number 2004131 and p14 lot number2005107. What are the date(s) of events when leakage occurred? There were several dates. The zepzelca happened on (B)(6) 2020. I do not have dates for the others. Did protector have any noticeable damage prior to use? No. Do you have picture(s) of the affected samples? No. I will be sure to get pictures for any future instances.".